Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter medtronic, inc.

Event description:
Information was received from a healthcare provider via a company representative regarding patient receiving morphine (unknown concentration) at an unknown rate for spinal pain. The patient's medical history and concomitant medication were not reported. The catheter was coiled up in the back incision and no longer intrathecal. The patient's pain returned. A catheter revision to put it back intrathecal was planned, but not yet scheduled. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.